Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 68 mg/dl, 118 mg/dl, 150 mg/dl, and 380 mg/dl. No action was taken based on device results. No adverse event reported. Requested return of suspect device, however customer no longer has the test strips; replacement was sent.